Event description:
It was reported that the lead exhibited loss of capture. The patient reported that he moved the ICD in the pocket. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Physician was performing a heart catheterization procedure. During the radial vascular approach, the introducer set broke leaving a vascular dilator in the radial artery. Vascular surgery had to be consulted. The pt was taken to the operating room. Incision was made in the artery, artery was dissected, the sheath was grasped and removed intact. The artery was then repaired. The pt was taken to the intensive care unit. Pt has undergone frequent doppler flow assessment of the artery.

Manufacturer narrative:
Analysis found an abrasion from the inside out between 54cm and 55 cm from the connector pin. The sensing cable was exposed outside the lead. The ptfe coating and sensing cable were intact. The lead exhibited normal electrical characteristics.